Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that she got into the pool with the pump yesterday and it is no longer working. The customer stated that the pump does not vibrate when she rewind the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.